Manufacturer narrative:
Section d10 references: product ID 3708660, serial# (B)(6), product type extension product ID 3708660, serial# (B)(6), implanted: (B)(6) 2023, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, which was confirmed with the healthcare provider (hcp), reported the infection was resolved.

Manufacturer narrative:
Section d10 references: product ID: 3389s-40; lot#: unknown; implanted: (B)(6) 2023; product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received which reported the lead was removed six months ago due to an infection at the lead implant site. It was unknown if the issue was resolved. It was expected to have a new lead implanted soon.